Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and concern over textured implants.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, pain and exchange of textured breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), g1, g2, h6.